Manufacturer narrative:
Product analysis: it was determined on analysis that the patient cable tested electrically out of specification and was defective. The patient cable was decommissioned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial pacing on the external pulse generator (epg) did not work. The patient cable which was returned as an associate device subsequently tested out of specification during manufacturer's assessment.